Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.0, lab: 5.1, target range: 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 7.0, lab: 5.1, mean: 6.05, difference: 1.9. The mean is >5.0 and the difference is less than 2.2. And only one inr valve is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. "Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing." Previous investigation of strip lot #247452 conducted on 05/02/2011 met both accuracy and precision criteria. Investigation details: a precision: donor 23: in-house (1): 3.2, in-house (2): 3.3, in-house (3): 3.3, mean: 3.27, sd: 0.06, %cv: 1.77, resolution: pass. Donor 24: in-house (1): 2.8, in-house (2): 2.3, in-house (3): 2.6, mean: 2.57, sd: 0.25, %cv: 9.80, pass. For each pair of replicates for each sample on strip lot 247452, mean and standard deviations were calculated. In-house test results have 1.77% and 9.80%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 247452 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further investigation will be pursued. Conclusion: inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based proficiency testing. No product was expected to be returned. Retain strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.